Manufacturer narrative:
The affected device was examined onsite by draeger service technician, and the log file was made available for further investigation at the manufacturer¿s site. Based on the log file analysis, the reported ¿stop of ventilation¿ could not be confirmed. As per log file, the device posted ventilation-related alarm messages, such as "disconnection?", "airway pressure low", "minute volume low" and "respiratory rate high" several times on (B)(6) 2023 around the reported time of event. These alarms point to a potential leakage or disconnection in the breathing system. There was no indication found that the disconnection of the patient was caused by a device malfunction. The user was aware of the application issue and switched between standby and ventilation a few times and changed between various ventilation modes. According to the log file, the ¿anti-air-shower" feature of the device was active. During each disconnection the device therefore reduced the flow delivery and requested a reconnection. Based on the log file analysis there was no indication for a device failure found. Furthermore, the device was successfully tested according to the manufacturer¿s specification without any issue. When the anti air shower function is activated and a disconnection is detected during ventilation, the flow is reduced until a reconnection is detected. Simultaneously, the "disconnection?" Alarm is displayed. During a reconnection request there are no graphs displayed. Based on the investigation, it was concluded that the user misinterpreted this device behavior as malfunction. The ¿anti-air-shower" feature is described in the instruction for use. In the current event, the device reacted as specified to a detected disconnection, reduced the flow and posted an accompanying alarm. Based on the investigation results this case is not considered reportable anymore as the device did not cause or contribute to a death or serious injury and would not result in a serious injury in case of recurrence as there was no device malfunction.

Event description:
It was reported that the device posted a high priority alarm and that the device stopped ventilation.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the device posted a high priority alarm and that the device stopped ventilation.